Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose concerns, prompting a request for a factory reset. The user¿s caregiver reported frequent hypoglycemia; however, device data review showed the most recent low glucose event occurred several days prior. The caregiver was observed to manually pause insulin delivery before glucose reached 120 mg/dl, which may interfere with algorithm performance. The user experienced a lowest recorded glucose of 63 mg/dl. Symptoms included mild hypoglycemia with no reported severe clinical effects. Outcomes included no health consequences or impact, and glucose was not affected during the interaction. Investigation included review of device data, user-reported information, and education regarding appropriate device use. Investigation of this case revealed no device malfunction and identified user interaction, specifically frequent manual pausing of insulin delivery, as a potential contributing factor. It was concluded that the device was functioning as intended and that continued education and consultation with the healthcare provider and trainer were recommended.